Event description:
It was reported that this right ventricular (rv) lead recorded high out of range pacing impedance measurements above 3000 ohms. Furthermore, this rv lead exhibited high out of range shock impedance measurements above 200 ohms for the superior vena cava (svc) coil vector, consistent with historical recorded values. Defibrillation therapy settings were programmed with svc coil off. No adverse patient effects were reported. This rv lead remains in service. Due to limited information provided, additional details were not available.

Manufacturer narrative:
Due to limited information provided, additional details were not available.